Event description:
It was reported that the supply bag disconnected during fill one on a homechoice (hc) machine. During follow up, the hp stated that the cassette line disconnected from the supply bag due to the hp not securing the connection between the two tight enough. The hp stated that he has been able to complete therapy successfully since this event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available. This is report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.